Event description:
It was reported that the ilet user experienced repeated low glucose after administering an unusually large dinner bolus, with context that the user had missed lunch and had been eating before bed to prevent overnight lows, and the event aligned with user technique rather than a device malfunction. Symptoms included hypoglycemia with a nadir of 69 mg/dl. Outcomes included no health consequences or lasting impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the scenario was consistent with overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.